Event description:
Home pt (hp) reports pt line tubing of homechoice set would not prime completely. Hp reports baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per hp.